Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a cerebrovascular accident. It was reported that a radiofrequency (rf) catheter temperature spikes and subsequent rf cut-offs (at 40) were seen with the smartablate generator. The catheter was replaced after char was noted on the tip of the catheter. The smartablate pump pre and post rf flow rates were changed to 2 seconds and the biosense webster inc. (Bwi) representative stated that it helped some; however, it did not fully resolve the issue. The coagulant seen on the second catheter and it was cleaned off and the case continued, carto 3 sw version 7.5.1.327. Additional information was received on 03-jul-2023 and it was reported that the patient suffered a stroke post procedure. Smart ablate generator and remote displayed messages if the catheter was exceeding 40degrees as reason for stoppage of rf therapy, or was above 37 would give audible alarm notification. Temperature and flow are always the primary suspect when dealing with an irrigated catheter. No restrictions were noted. Pump appeared to be infusing the appropriate default rates 2ml and 15ml when rf was applied. Power controlled: 37 warning 40 cut off. When ablation would happen: temp would spike and go to 35, 37, then up to 40 where the machine would terminate ablation as threshold for temp cut off was exceeded. Act were drawn every 20 minutes act ranges were between 320-360 for the duration of the case). Temperature would exceed maximum threshold 40degrees centigrade and cut off. There was no restriction of flow (stop cock not being properly/fully opened, or kinked tubing) their default template was set appropriately, 8/15ml min depending on wattage per physician preference. The physician uses 50w so flow would be at 15 while ablating and 2 when not as per setting recommendations for thermocool sf catheter recommendations. There was evidence of thrombus. Correct catheter settings were selected on the generator. Pump switching was from "low" to "high" flow during ablation. Device evaluation details: the biosense webster (bwi) received the device for evaluation 08-aug-2023. A visual inspection and revision of all features were performed following bwi procedures. The device was visually inspected, and char/thrombus/clot attached on the dome was observed. The temperature test was performed, and no issues were observed. In addition, the catheter was irrigated correctly, together with the impedance. The other device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation (mre) was performed for the finished device number lot 31072061l and no internal actions related to the complaint were found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The char/thrombus/clot issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The evaluation determined that char is a physical phenomenon of rf. The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. No other malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported adverse event. Investigation findings: environment problem identified (c15)) / investigation conclusions: cause not established (d15) were selected as related to the thrombus/char reported by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a cerebrovascular accident. It was reported that a radiofrequency (rf) catheter temperature spikes and subsequent rf cut-offs (at 40) were seen with the smartablate generator. The catheter was replaced after char was noted on the tip of the catheter. The smartablate pump pre and post rf flow rates were changed to 2 seconds and the biosense webster inc. (Bwi) representative stated that it helped some; however, it did not fully resolve the issue. The coagulant seen on the second catheter and it was cleaned off and the case continued, carto 3 sw version 7.5.1.327. Additional information was received on 03-jul-2023 and it was reported that the patient suffered a stroke post procedure. Smart ablate generator and remote displayed messages if the catheter was exceeding 40degrees as reason for stoppage of rf therapy, or was above 37 would give audible alarm notification. Temperature and flow are always the primary suspect when dealing with an irrigated catheter. No restrictions were noted. Pump appeared to be infusing the appropriate default rates 2ml and 15ml when rf was applied. Power controlled: 37 warning 40 cut off. When ablation would happen: temp would spike and go to 35, 37, then up to 40 where the machine would terminate ablation as threshold for temp cut off was exceeded. Act were drawn every 20 minutes act ranges were between 320-360 for the duration of the case). Temperature would exceed maximum threshold 40degrees centigrade and cut off. There was no restriction of flow (stop cock not being properly/fully opened, or kinked tubing) their default template was set appropriately, 8/15ml min depending on wattage per physician preference. The physician uses 50w so flow would be at 15 while ablating and 2 when not as per setting recommendations for thermocool sf catheter recommendations. There was evidence of thrombus. Correct catheter settings were selected on the generator. Pump switching was from "low" to "high" flow during ablation.